Event description:
Initial bilateral implantation on 10/19/78 with explant on 9/30/83. Plaintiff alleges" injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.